Event description:
It was reported that this implantable pacemaker was suspected to record a code 1003, indicating that the battery voltage was too low for the projected remaining capacity. Subsequently, this device was explanted. No additional adverse patient effects were reported.